Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analyst comments noted that the lead was returned with the helix fully extended with tissue visible on it. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two and a half months post implant it was reported that both the atrial lead and the right ventricular (rv) lead had dislodged. Both leads were unable to be reused due to tissue growth to the helix. The atrial and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.